Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The surgeon stopped using the instrument and successfully retrieved the fragment. There was no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and confirmed that there were no patient complications. The instrument was not inspected prior to use. During the procedure, the fenestrated bipolar forceps instrument was used to hold up tissue. The reporter does not recall what other instruments were in use during the procedure but believed the fenestrated bipolar forceps was used only for a few minutes. There was no collision or contact with hard materials between the fenestrated bipolar forceps and other devices during the procedure. The instrument was only inserted once in the patient before it was removed after the tip broke off. The surgeon used a laparoscopic dual cup grasper to retrieve the fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the instrument to have a broken grip at the grip base/midpoint of grip. A piece approximately .575" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Based on the additional information obtained from failure analysis investigations, this MDR report is being retracted as the damage to the instrument was determined to have been due to user mishandling/misuse and not due to a malfunction of the instrument.